Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during set-up for an arthroscopy procedure, the werewolf flow 90 coblation wand was connected into the console and an error message showed up. In an attempt to fix it, the buttons on the handle were pressed by mistake and the nurse received an electric shock. The procedure was completed with non-significant surgical delay using a back-up device. Nurse was unharmed. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The data extracted revealed the wand was activated previously and experienced an ¿ambient sensor not detected notification¿ error. The wand was connected to controller and the same error occurred. Not able to generate plasma and coagulation. The handle was opened and no issues were observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with component failure. Factors that could have contributed to the reported event include: 1) the wire broken inside the wand cable, 2) the wire is damaged between the transition of the handle and the shaft. No containment or corrective actions are recommended at this time.